Manufacturer narrative:
This event was reported from the transbronchial biopsy assisted by robot guidance in the evaluation of tumors of the lung (target) study. (B)(4). The device was not returned for evaluation. There was no allegation of device failure. The risk of pneumothorax is documented in (B)(4), monarch bronch risk management report. Based on the information available for this event, the root cause is related to a known inherent risk of the device and procedure as documented in the device labeling.

Event description:
It was reported that after a monarch-assisted bronchoscopy procedure, the patient experienced a pneumothorax. The pneumothorax was discovered via a chest x-ray after the procedure when the patient was awake and complained about chest pain. The target and pneumothorax location were in the left lower lobe (lll). A chest tube was placed in the patient and the patient was hospitalized. The chest tube was removed, and patient was discharged the next day.